Event description:
Affiliate reported that the customer complained that the valve is no longer adjustable. Please note, it is possible that the valve may have a small lesion, which caused by the surgeon during the explantation of the valve.

Manufacturer narrative:
Based on the results if this investigation it was noted that this complaint has been confirmed. The root cause of the problem reported was likely due to the biological debris found on the ruby ball, spring, cam mechanism, and the base plate. Biological debris found in these locations can cause this type of problem noted by the customer. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.